Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported multiple port illumination was low during a retinal detachment surgery. The surgeon turned up illumination and was able to complete the surgery with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative measured the illumination output and found it to be nine lumens. The company service representative cleaned the optics block of the illuminator module. The output then measured to be 15 lumens and the issue was resolved. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the illuminator block not being clean. The manufacturer internal reference number is: (B)(4).